Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 426 mg/dl. Customer stated that when they were hospitalized and the insulin pump was not working. It was unknown if the auto mode smart guard feature was active at time of incident. It was unknown if the customer was using insulin pump within 48 hours. The insulin pump will not be returned for analysis.